Event description:
The customer contact reported an operator error in programming the device that resulted in the patient receiving more medication than intended. At 0205, the device was programmed in the epidural mode to deliver an unspecified concentration of dilaudid in continuous + bolus in ml only, at a rate of 2ml/hr, 4ml loading dose, 2ml bolus dose, a 15 minute bolus lockout, and a 10ml 1 hour limit and the delivery was started. At 0930, it was noted that 118ml was delivered instead of the expected 79ml. There were no reported adverse patient effects. No medical intervention were required. The delivery was discontinued and the device was removed from clinical service. During programming review at the user facility, it was noted the pump was programmed to deliver at a rate of 22ml/hr instead of the reported 2ml/hr. Though requested, no additional information was provided.